Manufacturer narrative:
Literature citation: hwang r, field n, kumar v, paniccioli s, grey r, briotte m, sukul v, pilitsis jg. Intraoperative neuromonitoring in percutaneous spinal cord stimulator placement. Neuromodulation. 2019;22(3):341-346. Doi: 10.1111/ner.12886. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified (unless otherwise noted). Please note this date is based off of the article¿s accepted date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Please note the authors indicated that only 14/46 patients were implanted with devices manufactured by the reporting manufacturer. However, specific devices involved with the reported events were not indicated. As such, all reportable events have been included here at this time. Additional information has been sought from the article's authors; a supplemental report will be filed if additional information is received. Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Article summary: placement of spinal cord stimulation (scs) paddles under general anesthesia using intraoperative neuromonitoring (ionm) has been shown to be associated with equivocal or superior clinical outcomes in comparative studies. It was stated that the value of ionm in percutaneous permanent scs placement had not been previously demonstrated. The authors found that permanent percutaneous implantation of a scs system using ionm with general anesthesia demonstrated results within range to those in the literature. Patients demonstrated statistically significant improvement in outcomes and opioid use was reduced in 71% of patients who were using opioids at baseline. The authors recommend it¿s use in patients with morbid obesity, sleep apnea, and considerable anxiety. It was noted that further research was warranted to define the possible future role for percutaneous scs implantation under ionm. Reported events: 1 female patient experienced a loss of efficacy and was converted to a paddle lead. It was noted the patient underwent a percutaneous cervical scs for crps of the left upper extremity. She initially had good coverage, but at her 15 months postoperative visit, she complained of loss of coverage with neck position. She underwent a revision with a paddle electrode at 18 months after her initial placement. She was obtaining reasonable relief from the stimulation however she developed a hardware infection and had the system removed. 3 patients experienced lead migrations that required revision with a paddle lead. 1 patient experienced ¿one infection/one electrode malfunction.¿ the patient was noted to have been ¿converted to a paddle¿ lead. 2 patients had their leads removed ¿for loss of efficacy.¿ the leads were noted replaced. 1 female patient experienced a loss of efficacy and was converted to a paddle lead. It was noted the patient underwent a percutaneous cervical scs for chronic neuropathic pain of the neck, and bilateral shoulder and upper extremities. Immediate postoperative coverage was fair, and she had coverage of most pain areas except suboptimal coverage of the shoulders and right upper extremity. After extensive programing and no migration noted on imaging, she underwent a paddle revision at 12 months. 1 female patient experienced a loss of efficacy and was converted to a paddle lead. It was noted the patient, who had crps of the left lower extremity, underwent a thoracic percutaneous scs implant. At her initial follow-up she reported no coverage of her left lower extremity even with extensive programing; her x-rays showed no movement of the electrode. She underwent a paddle electrode placement 3 months after her initial implant. 1 patient underwent a removal, revision, or replacement with a paddle electrode lead for an unknown reason. No further complications were reported or anticipated.